Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl. Customer delivered a bolus prior to eating dinner. Several hours later, the customer still had not eaten, bgs were 122 mg/dl and customer delivered another bolus for carbs that would be consumed (customer bloused twice but ate only once). Customer was concerned that bg level would go low. Follow up same day, it was reported that after the customer over-delivered, customer turned off the pump and ate a snack to treat low bg level (70 mg/dl). Customer resumed pump therapy once bg level normalized. Customer's bg level was 122 mg/dl and was reported to be doing fine.